Event description:
Customer's mother brought him to the hosp because he was complaining of stomach pains and was vomiting. At 11:00 pm before leaving for the ER, they performed a blood glucose test using his meter that read 226 mg/dl. When they arrived at the ER, a lab test was performed that yielded a blood glucose result of 408 mg/dl at 11:30 pm. An IV was started on the customer at this time.